Event description:
Patient representative reported left side implant is clearly deformed and also slipped and twisted from its intended, anatomically and aesthetically pleasing position along with capsular fibrosis baker grade iii. Device status was unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture, baker grade iii.